Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed low battery and unexpected restart. The patient's blood glucose at the time of incident was 9.0 mmol/l. Troubleshooting was initiated for the unexpected restart alarm and the customer confirmed that the alarm did not appear in the alarm history on today's date. A temp basal was not programmed before the unexpected restart alarm. The device was not stored or out-of-use for an extended period of time either. The alarm is recurring during normal insulin pump use. The insulin pump will not be returned for analysis as the device is out of warranty.